Event description:
Manufacturer representative reports ipg/extension removed due to infection. The devices were explanted, but not returned to the manufacturer for analysis. The follow up report will be sent if additional information is received.